Event description:
The report received from the affiliate indicated that during an interventional procedure while attempting to access the left anterior descending (lad) target lesion, the physician was not pass the cypher select plus 2.5 x 23 mm stent delivery system (sds) further down the vessel despite no visible obstruction. The target lesion was reported to be tortuous. The lesion was pre-dilated with a voyager 2.0 x 20 mm balloon. The product was inspected prior to use and no problems were noted. There was no reported difficulty advancing the sds through the guiding catheter and into the left main coronary artery. The physician felt that there was an unusual feel to the sds and removed it. Upon inspection, one stent strut appeared to be raised from the sds balloon, impeding further passage of the sds into the vessel. A taxus stent was used to treat the lesion/pt successfully. There was no reported pt injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for eval and testing. However, the product has not been returned. As of to date. Add'l info will be submitted within 30 days upon receipt.